Manufacturer narrative:
Device received with segmented display. During inspection found electronic stack, motor and force sensor corroded. Unable to perform displacement test and self test due to corroded electronic stack, motor and force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was unknown at the time of incident. Customer was assisted with troubleshoot and display did not return. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The insulin pump will be returned for analysis.